Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. It was then reported that the cartridge was leaking from the o-ring. Customer resumed insulin therapy with the same cartridge. There was no adverse impact to the customer's blood glucose level.